Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28sep2020 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported the battery is depleted. There was no patient involvement. The manufacturer's field service technician advised the battery needs to be replaced.

Manufacturer narrative:
The battery was replaced and installed, and the system worked as expected. This event was discovered during pre-use testing and not during clinical use, changing the reportability to non-reportable.